Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor opened the suture for the patient, the tail ring was loosened during use. There was no patient injury.